Event description:
Reporter indicated a vns (B) (4) computer was freezing on the dell screen and had a broken reset button. Performing hard and soft resets did not resolve the screen freezing. The computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.